Manufacturer narrative:
On 12/16/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Expiration date has been updated under section d4 to 12/31/2014. On 1/2/2020, mentor became aware that patient cancelled date of explant scheduled for (B)(6) 2019. No future surgery date was provided. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor asr reference number (B)(4). On 12/12/2019, mentor became aware that date of surgery is (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number (B)(4). On 12/12/2019, mentor became aware that date of surgery is (B)(6) 2019. It was reported that a (B)(6) female patient underwent primary breast augmentation with a 225cc mentor smooth round moderate profile and was presented with breast implant deflation on her left side postoperatively. As a result, the device will be explanted on (B)(6) 2019.

Manufacturer narrative:
On 4/30/2020, mentor became aware that under previous submission made on 1/13/2020, information regarding cancellation of surgery scheduled for (B)(6) 2019 was reported, however method code was inadvertently not updated to "device not accessible for testing". It has been updated under field h6 on this form. Manufacturer¿s reference number: (B)(4).